Event description:
Rec'd user facility voluntary medwatch which states, "perclose device used after ptca. Pt developed a pseudoaneurysm and went to or for repair of femoral artery". Upon further query with the customer, the following info was rec'd. It was reported that the physician attempted arteriotomy closure with the closer s 6 fr. Device after an interventional procedure in 2003. The device "failed" and inadequate hemostasis was achieved. The device was removed and manual compression was applied. The pt was discharged 2 day later. After 2nd day it was reported that the pt presented to the hospital with complaints of pain in the right groin. The pt was diagnosed with a pseudoaneurysm. The pt was taken to surgery for repair of the artery. Although requested, add'l info has not been made available.